Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Additional information was requested and the following was obtained: can you please clarify this statement "the surgery delayed about 20 minutes. The patient is stable and in hospital now." Is the patient in the hospital as would typically be done after this procedure? Or is the patient still in the hospital due to the event that occurred with the device? No hospital delay or special surgical care after this event.

Event description:
It was reported that during the open distal gastrectomy, after firing the device found the staples malformed with irregular shape. The patient was oozing blood, suture was used to stop the bleeding and sew the wound. The surgery delayed about 20 minutes. The patient is stable and in hospital now. There were no patient consequences reported.